Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, the foreign material could not identify it is likely due to damage to parts due to wear/ deterioration/ deformation/ some kind of physical stress. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the following: 1. Residual fluid or foreign matter was leaking from the forceps channel. 2. Eyepiece was sticky. 3. Grip was sticky and upper/down plate was sticky. 4. Universal cord was sticky. 5. Light guide connector was sticky. 6. Light guide cover glass was sticky. There were no reports of patient involvement.